Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the unchanged mitral regurgitation (mr) and torn leaflet were likely due to patient morphology/pathology and/or user technique/procedural conditions, as it was reported that the posterior leaflet was prolapsed. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve tissue damage are listed in the mitraclip ntr/xtr system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the torn leaflet requiring surgery. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped, reducing the mr to <1. A few seconds later, the jet worsened and it was noted that the posterior leaflet had torn. The clip was not implanted and the cds was removed. No clips were implanted, and the mr remained at 4. The patient was sent to mitral valve replacement (mvr) surgery for treatment. No additional information was provided.